Event description:
A death of a pt was reported with no further details.

Manufacturer narrative:
The pt was restrained and his restraint covered his transmitter and leads, however, the leads became disconnected again and when the pt was discovered, he was unresponsive. Attempts to resuscitate him were not successful. The customer contacted philips in an attempt to gather information. There was no allegation that the device malfunctioned. Therefore, no philips personnel conducted any testing on the device. It was not determined how long the pt's leads were off when he was found, however, staff noted he was last checked by a clinician 20 minutes earlier. The lack of effective monitoring for up to 20 minutes is being considered to be a factor in this incident. The device is considered to be fully operational and remains in use at the customer site.